Event description:
Additional information showed that, at the patient's one week follow up appointment, the impedances were all within normal range. The patient was receiving effective therapy.

Event description:
It was reported that electrodes 0 and 8 showed low out of range impedance measurements. On x-ray images the two contacts appeared as if they were very close to each other and could almost be touching. Reprogramming could be performed around the electrodes. No patient symptoms were provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead; product ID, 3778-60 serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead; product ID, 37754 serial# (B)(4), product typ recharger; product ID, 37744 serial# (B)(4), product typ programmer, patient. (B)(4).